Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is without stimulation due to ipg would no longer maintain a charge. Troubleshooting was attempted to no avail. Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model with resolved the issue.